Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 14mmm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14mar2017. It was reported that crossing difficulties were encountered. A 2.50mm x 12mm nc nc emerge® balloon catheter was advanced to dilate the lesion but failed to cross. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed that the balloon was torn longitudinally.